Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04313, 0001825034 - 2020 - 04314.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 11 years later due to inflammation, altr, elevated metal ion levels, radiolucency, loosening, metallosis, and osteolysis. The cup, modular head, and taper adapter were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: inflamed synovium, brown tinged fluid. Presented with symptoms. Work up suggested adverse response to metal debris and elevate metal ion levels were present. Imaging did not suggest a significant pseudotumor or necrosis. However, the acetabular component had significant lucency. Failed ltha secondary to acetabular component loosening and metallosis. Acetabular component loosening/fibrous ingrowth. Contained cavitary lysis ¿ ilium, ischium, and pubis. Femoral component well fixed. Metallosis. No gross evidence of pseudotumor or necrosis. The joint was aspirated and there was brownish bloody fluid present. Metal stained synovium debrided. There was some granulomatous material within the joint consistent with reaction to wear debris or adverse response to metal debris. There is additional cavitary lysis in the dome, ischium, pubis, and some deformity of the medial wall. After careful curetting, cancellous chips was packed into the defect. No intra-operative complications were identified. Review of the device history record(s) for identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The cup was returned and evaluated against the complaint. Visual inspection found scratching on the inner radius. Both light and dark dried debris is present on the inner and outer radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.